Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump's time is losing 3 to 5 minutes per week. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on 4/19/2012 and confirmed that it was operating within required specifications at the time of release.